Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45 implantable pacing lead, (B)(6) 2002; sdr303b implantable pulse generator (ipg), (B)(6) 2002. (B)(4).